Event description:
In 2001, the pt informed the MFR's representative of the following: in 2000 the pt went in for routine flushing. The pt stated at the time of flushing that it felt like someone had hit the pt in the chest. The nurse could not get a blood return after flushing. An x-ray was performed and it was discovered that the catheter was broken and had migrated. Catheterization was performed to remove catheter using a snare. Device was removed at another facility in february.